Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was found the patient experienced infection, recurrent prolapse and vaginal wall erosion post implant. The warning section in the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ we have contacted the initial reporter to request additional information. Due to the age of the device a DHR review was not performed. With the current information, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the patient's medical records : (B)(6) 2000 - the patient underwent an extensive transvaginal pelvic floor reconstruction with placement of a non-bard/davol fascia lata graft, with a non-bard/davol in-fast sling, and a brad/davol flat mesh. Per the implant report "there were severe adhesions in that area" prior to implant of the grafts. (B)(6) 2000 - the patient was diagnosed with vaginal wound dehiscence and underwent closure of vaginal wound. Per the op report, "excessive amounts of necrotic graft material which was very, very little, edges only." (B)(6) 2000 - the patient was diagnosed with recurrent enterocele with recurrent vaginal vault prolapse, breakdown with vagina wall erosion and anterior wall. The patient underwent a partial explant of the bard/davol flat mesh and implant of a non-bard/davol cadaveric fascia lata. (B)(6) 2014 - the patient was diagnosed with complication of transvaginal mesh and anterior vaginal wall prolapse and underwent excision of transvaginal mesh, anterior colporrhaphy and cystoscopy. Per the operative report, a wad of transvaginal mesh (davol flat) could be seen behind the vaginal epithelium. This wad and the prolene sutures were dissected. A significant amount of scar tissue was noted in the area. The mesh (davol flat) was removed to the ischial spine and along the lateral pelvic side wall until good viability of the tissue was noted. It was felt that we removed enough of the mesh (davol flat).